Event description:
Info received indicates the siderail will not lock into place due to a damaged center arm assembly.

Manufacturer narrative:
The tech replaced the siderail center arm assembly to repair the bed.